Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled system implant. The physician noted that when the right ventricular lead helix was extended it exhibited 'jerky" movements. Once the helix was fully extended, a loss of capture and high capture thresholds were noted. The physician elected to no longer use and replace the lead. The patient was in stable condition during and post surgery and would continue to be monitored.